Event description:
It was reported by service report that there was a broken right siderail cable. Upon inspection of the unit by the service technician, it was identified that the right siderail cable was broken and the assistance system pulley was worn.